Manufacturer narrative:
Additional information was added: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown quantity of clearlink system non-dehp continu-flo solution sets experienced disconnections. It was further reported that the sets were ¿falling off the connection¿. This issue was identified during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.